Event description:
During field service installation of the device, the field technician reported, the p19a ground lug broke. No other details regarding the nature of the event were provided. Since the event occurred during field service installation of the device, there was no pt involvement during this event.